Event description:
Follow up information received from the patient reported that as a step to resolve the issue, they spoke with the manufacturer's customer service representative. The replacement programmer antenna resolved the issues with intermittent connection/connecting. The new antenna worked much better than the old unit. Regarding the sudden loss of therapy/return of symptoms (pain in achilles), the patient met with the manufacturer's representative and had some program changes made to the ins to resolve the issue. The patient noted excellent customer service for the issue.

Manufacturer narrative:
Concomitant medical products: product ID 37092, product type: accessory. Product ID 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and complex regional pain sy ndrome type I. It was reported that there was a loss of therapy and a return of symptoms. Ten minutes prior to the report, the patient started to feel pain in her achilles tendon. She checked the implantable neurostimulator with the patient programmer and saw a 006 screen. The patient was able to connect with her patient programmer and verify that therapy was on. She has had ¿issues¿ with the remote connecting starting 2 weeks prior to the report and had been getting intermittent connection with the antenna attached to the patient programmer. The patient programmer antenna was damaged. The patient was sent a new antenna for the programmer. This was not an out of box failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.